Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urinary urgency. It was reported that the reason for the call was that the patient reported a therapy issue. The patient mentioned they had been going to the bathroom more frequently and urinating more often. The patient stated they went to a berry farm and had to turn off the therapy when passing through a metal detector; however, they were not able to turn the therapy back on afterward. The agent instructed the patient to connect to the ins. The patient was able to connect to the ins and turn the therapy back on. However, when the therapy was turned back on, the patient experienced sudden and extreme pain. The agent instructed the patient to decrease the stimulation, and the patient confirmed they felt comfortable after the adjustment. The patient was redirected to their healthcare provider if symptoms persist.